Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported during pre-use checkout, the unit alarmed 'manifold pressure sensor failure' this alarm is likely to have caused a loss of mechanical ventilation. There was no report of patient involvement.